Event description:
Philips received a complaint on philips heartstart mrx defibrillator indicating that the leads ECG trunk cable was worn. There was reportedly no patient involvement. The reported problem with the accessories was that they were worn and needed to be replaced. It was determined that the device itself was functioning properly. The leads ECG trunk cable was replaced to resolve the issue. The device remains at the customer site. No further action is warranted at this time.